Manufacturer narrative:
The customer turned off the instrument. A field service engineer (fse) was dispatched and did not repair the instrument, as the instrument was decommissioned. The fse attempted to recover qc data after fatal error in the customer's databases, but was unable to recover qc files. Instrument was returned to bec as inoperable. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that a "burning odor" was detected from the synchron cx5 delta chemistry analyzer and a "red status" was observed at the power supply (ps) #3. The customer was not harmed and no treatment was necessary due to odor.